Event description:
Per tm - this sensor is causing the halcyon unit to shut down randomly.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of this sherlock sensor is causing the halcyon unit to shut down randomly was unconfirmed. The sensor was tested with an sr8 and did not cause the unit to shut down. The sherlock sensor functions properly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Per tm - this sensor is causing the halcyon unit to shut down randomly.